Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 2 patient samples on a cobas pure c 303 analytical unit. For sample 1, the initial a1c result was 6.77%. The repeat result was 5.62%. For sample 2, the initial a1c result was 9.231%. The repeat result was 5.33%. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 821679. The expiration date was not provided. The field service engineer (fse) observed a rinse nozzle overflowing while performing a rinse. The fse adjusted the rinse levels. The service maintenance actions performed by the fse resolved the issue.